Event description:
Philips received a complaint by the customer on the v60 indicating that the unit did not register pressure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit did not register pressure. The customer stated no pressure registered when they pressed syringe but there was pressure built up in syringe. The remote service engineer (rse) performed a troubleshoot with the customer and provided the part number of the data acquisition (da) printed circuit board assembly (pcba) for the customer to order and replace. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.